Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the athletis device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 7mm in length and extended from a position 3mm proximal of the distal markerband to 10mm proximal of the distal markerband. A visual and tactile examination identified no kinks or damage to the shaft and to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 5.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilatation. During the procedure, the balloon could not be inflated directly during expansion and eventually, it burst. The procedure was completed with a different device. There were no patient complications as a result of this event. It was further reported that the target lesion was 90% stenosed, mildly tortuous, and mildly calcified. The balloon ruptured during first inflation at 10 atmospheres for 30 seconds.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 5.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilatation. During the procedure, the balloon could not be inflated directly during expansion and eventually, it burst. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) reported here as facility name exceeded character limit for designated field. E1 - initial reporter phone: (B)(6) reported here as phone number exceeded character limit for designated field.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 5.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilatation. During the procedure, the balloon could not be inflated directly during expansion and eventually, it burst. The procedure was completed with a different device. There were no patient complications as a result of this event. It was further reported that the target lesion was 90% stenosed, mildly tortuous, and mildly calcified. The balloon ruptured during first inflation at 10 atmospheres for 30 seconds.